Manufacturer narrative:
No report of patient involvement. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit triggers on its own. There was no reported patient involvement.

Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and a review of the logs confirming the customer allegation. System software version 10 service pack 04 (sp04) was installed on the system which resolved the issue.

Manufacturer narrative:
A ge healthcare cross functional team reviewed this event and determined that this is not a hazardous situation nor is it a reportable event. Based on information received, the ventilator is responding to the user set trigger level, as the conditions are being met at the high pressure level in bi-level mode. The ventilator is performing and functioning as designed. In addition, it was confirmed with engineering that there were no software changes between sp02 and sp04 that would affect behaviors of the triggering.